Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The patient could suddenly no longer hear with the device. No incident of accident or trauma was reported. Re-implantation is being discussed.

Manufacturer narrative:
In accordance with the information in the patient report and the manufacturer's experience with this kind of device, it is assumed that it has possibly failed due to humidity ingress at the housing braze joint through micro-leaks. To determine an exact root cause a device investigation would be necessary. Re-implantation has been considered but the patient has not returned to the clinic for any follow-up to date.

Event description:
The patient could suddenly no longer hear with the device. No incident of accident or trauma was reported.